Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to corporate product surveillance about a leaking clearlink extension set with 3-port manifold, product code 2c8921, lot number unknown. The leaking is occurring at the connection to the catheter, even after tightening. The bsr visited the facility for a refresher about the use of the product. It is unknown when the leak occurred in relation to when the infusion started. An unknown pump was used. The leak occurred during patient use. The solution being used is unknown. The set has some blood in it, the amount lost is unknown. There was no patient injury or adverse event. No additional information is available.